Event description:
Per the clinic, the patient experienced a wound infection at the incision site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 09, 2024.